Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer¿s other blood glucose level was 50 mg/dl. Customer also reported that the insulin pump had time clock anomaly. Customer was treated with 15 carbohydrates, sometimes food and sometimes drink. Customer also stated that over last month he had 5 to 6 episodes of low blood glucose level. Customer was losing time, the loss was not greater than 3 minutes within 10 days and loss was not greater than 9 minutes within 30 days. Customer was assisted to running a self test and the test passed. Customer stated that the drive support cap was normal. Customer did not allege insulin pump was over delivering. Troubleshooting was performed for time clock anomaly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No frozen screen noted during test and time clock advances properly.